Event description:
During a surgical procedure, a bupivacaine spinal tray was used. Contained in the kit is a lidocaine ampule. The nurse tried to open the ampule, but the top would not break open. After repeated attempts, another lidocaine ampule was located and used.